Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with mdrs # 1225714-2013-00429, 1225714-2013-00431, 1225714-2013-00432.